Manufacturer narrative:
B2: corrected to: date of birth, (B)(6) 1994 in the intial mdrs. B4: corrected to: (B)(6) 2024 in the initial mdrs. Claim # (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens -9.5 diopter into the patient's right eye (od) on (B)(6) 2023 after it was stuck in the cartridge/injector and was damaged on delivery. The lens was reported as having low vaulting without rotation. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was the device. The device did not fail to perform as intended.